Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Trumatch femoral cutting blocks were utilized on bilateral total knee arthroplasty with great accuracy when preparing the distal femur. Resection levels resulted in significantly different flexion gaps. This discrepancy led to downsizing of the femoral component on the left and improper component placement. The problem with the left side resulted in a surgical delay of 35 minutes.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A design file review was conducted and did not reveal any anomalies. The investigation could not draw any conclusions about the root cause about the reported event. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the device and/or additional information be received, the investigation will be re-opened.